Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an ankle arthrodesis procedure. During the procedure, the surgeon experienced issues while attempting to drill the proximal screws with the drill hitting the nail. It was discovered that the jig for the ankle nail had come out of alignment. Prior to drilling, the jig had been loaded correctly and all of the screw holes were aligned with the trocar. The misalignment was observed while the nail was being implanted. Proximal locking was then achieved freehand, and the surgery was completed successfully. No patient impact was reported.

Manufacturer narrative:
Manufacture dates: feb 24, 2015 for lot 098770, mar 23, 2015 for lot 551510, aug 13, 2014 for lot 983770. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection upon receipt is conforming to the print. The instrument is 4 years old and has no nicks, dings or gouges except one and it does not involve any of the holes. The complaint is for the distal holes not aligning with the nail. All 7 holes were check for size with gage pins and are conforming. The location of the holes was checked on the comparator and are conforming. The transaction history for this part shows that the lot was issued to 3 work orders; 098770, 551510 & 983770; therefore all three were reviewed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.